Event description:
It was reported that the right ventricular lead showed two episodes of t-wave oversensing which were treated with anti-tachycardia pacing. The physician believed this was an early indication of a sensing integrity issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. There was blood/body fluid and environmental stress cracking on the outer tubing overlay. There was a cosmetic depression on the outer insulation. Visual analysis revealed apparent explant damage.